Event description:
A malfunction alarm was reported with the pump. There was no reported impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears, which the customer acknowledged and understood.